Event description:
On 07/10/2024, it was reported by an arthrex subsidiary employee via sems- (B)(4) that an ar-8860j jig pars inner arm was bent which resulted in the needle missing the inner arm, we were not able to pass the sutures through the tendon properly. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.